Event description:
Probasics raised toilet seat. 043470 major model number. Broken, won't sit on toilet the right way. Replacement issued. Nothing wrong with raised toilet seat. Family still had seat on toilet. Delivered new raised toilet seat.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.